Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform did not power on. Customer ensured that batteries were fully charged; however, the issue was not resolved. No patient involvement.